Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the driven ground was defective. The cause of the failure is the defective driven ground. The cause of the defective driven ground is an open r781 resistor on the computer / analog (ca) board. The root cause of the open r781 cannot be positively identified but is consistent with damage observed after external defibrillation. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Monitor sn (B)(4) was unable to produce a driven ground signal.